Manufacturer narrative:
The possible root cause of the reported misidentification could not be conclusively determined with the provided information. The customer no longer had a viable organism to run repeat testing and requested a new organism from the survey. (B)(4).

Event description:
It was reported that the (B)(6) proficiency survey (B)(6) 2015, test event 152, comprehensive bacteriology specimen #1 was run four times on the same day using the neg urine combo type 61 panel. All four panels identified the specimen as morganella morganii. The expected result of the survey was shigella. It was reported that the customer was confident there was no shigella in the specimen, as no black colonies were observed on the agar as is expected with shigella. It was also reported that the qc testing for the panel used has been within specification. There was no patient involved as this was a proficiency survey.

Manufacturer narrative:
New information from the customer indicated that the survey result should have been salmonella sp. Instead of shigella sp as was originally reported. It was also reported that during initial and repeat testing of the isolate from (B)(6), escherichia coli sp was obtained, in addition to the morganella morganii sp. A new specimen from the survey was tested and identified the organism as morganella morganii, escherichia coli, and salmonella sp. The customer was able to isolate and identify the salmonella organism. The possible cause of the reported misidentification could not be conclusively determined; however, customer technique could not be ruled out of the initial reported failure, as it is common with stool specimens to contain more than one organism. There is a potential that during initial testing the salmonella sp. Organism was not adequately isolated on the culture media for panel testing and not identified during panel testing. Please refer to medwatch report number 2919016-2015-00099 for report of the event regarding the misidentification of the salmonella sp as escherichia coli sp. (B)(6).